Manufacturer narrative:
D10 concomitant product: 88862228-89, steel 5 2x75cm scc1 x12 (lot#: d4b2869y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a aortic valve replacement full sternotomy, while using the first steel suture, the needle came off once gone through the sternum and was trying to pull through. The same issue occurred with the second suture. A new suture was used to close the sternum. There was no patient injury.